Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 14, 2014 to may 15, 2014. Evaluation summary: the device was received for evaluation with approximately 90 ml of fluid within its reservoir. A visual inspection was performed and showed no defects related to the reported problem. The distal luer cap was removed and continuous flow was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow at the start of infusion. The device had been filled with fluorouracil and 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.